Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, during the procedure, the stent could not be placed because the delivery system "did not work." It was reported that, "when the row was pulled, the introducer device bended over itself and the row got stuck." The entire device was removed from the patient and another ultraflex esophageal covered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Preliminary evaluation findings revealed that the stent was returned slightly deployed. Based on this information, the event has been deemed reportable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2012, during a stent placement procedure. According to the complainant, during the procedure, the stent could not be placed because the delivery system "did not work." It was reported that, "when the row was pulled, the introducer device bended over itself and the row got stuck." The entire device was removed from the patient and another ultraflex esophageal covered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Preliminary evaluation findings revealed that the stent was returned slightly deployed. Based on this information, the event has been deemed reportable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 10 mm. No issues were noted with the profile of the device. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the shaft of the device. A visual examination of the returned stent found the stent cover was disintegrated at several locations along its length. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
(B)(6). (B)(4) for the preliminary evaluation findings of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.